Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) k011245 and k002188.

Event description:
It was reported that during implant surgery the mount damaged the implant threads, implant was removed and replaced.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A impl tapered sp 4.8mm 10m m octagon (spwb10) was returned for investigation. Visual inspection of the as returned product identified slight bone on threads and damaged internal feature/threads. Device history record (DHR) review was completed for the subject lot number (2020011479). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020011479) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.